Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that the speaker malfunction inop is displayed on x2 alone. There is no sound. The device was in clinical use at time "of" event, no patient or user harm was reported.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Analysis was performed by onsite personnel which included efforts to reproduce the reported issue. The results of the analysis indicate that the speaker is faulty. The speaker assembly was replaced, and it was confirmed the device was working per specification. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty speaker. The issue was resolved by replacing the speaker assembly and the product is back in service.